Event description:
It was reported that the two leads were not pacing nor sensing after implantation. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary of (B)(4): no anomalies found, full lead was received for analysis. (B)(4) full lead.